Event description:
It was reported that during a vertical sleeve procedure, the device partially fired and then picked up. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the handles open and without reload present. The device was tested for functionally with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut the line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Event description could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.